Manufacturer narrative:
The iol has not been received for analysis. Prior to release the lens met all manufacturing specifications. The account stated there was no problem with the lens and the event was patient related. All information currently available is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The intraocular lens (iol) was received and inspected under illuminated 10x magnification. Two detached haptics were observed, not inconsistent with an explanted lens. The lens met all specifications prior to release. All available information is included in this report.

Event description:
A nurse reported that during a difficult case the surgeon attempted to place and suture an intraocular lens(iol) in a patient with a non-intact capsular bag associated with a previous surgery. The iol fell to the retina, it was removed and an anterior chamber lens was implanted. Account stated there was no problem with the intraocular lens.